Event description:
It was reported that a patient presented to clinic for follow up. It was noted that there was an oversensing with no pacing inhibition due to electromagnetic interference (emi) on atrial and right ventricular leads. No intervention was performed. The patient was stable throughout.